Event description:
It was reported that, before a procedure, the motor drive unit would not interact with the shaver box. No patient involvement reported. Results of investigation have concluded that this unit had a jammed motor which makes it a reportable event.